Manufacturer narrative:
(B)(4). G2: report source - correction to remove this selection from the initial MDR as this was documented in error.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient felt she was ¿really out of it¿ and thinks that she fell a couple times in the yard but does not remember details of what happened or how she got into the house. Her cgm was showing 146 mg/dl and her husband called 911. She stated that she went into a diabetic coma and was taken to the hospital via ambulance. She is not sure but thinks her bg was 93 mg/dl. No information was provided regarding treatment by emergency medical services (ems) or the hospital, so it is unknown if this bg value was taken before or after any treatment was provided. She was in the hospital for an unspecified period but presumed to indicate an emergency room (ER) stay only, without any mention of inpatient hospitalization. At the time of the report she had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.